Event description:
Stat padz applied to pt in cardiac arrest. "Poor pad contact" alarm went off. After checking pads, cables, and 4 unsuccessful attempts at defibrillating. New pads applied. Pt defibrillated once, "poor pad contact" alarm again and could not defib anymore. Lifepack 10 available on scene and used without any further problems.